Event description:
The following information was reported to the manufacturer: while attempting to coil an aneurysm through the manufacturer's stent, the physician noticed that the patient was bleeding under fluoroscopy. Procedure was not completed, and the patient expired.

Manufacturer narrative:
Add'l PMA/510(k) # is h020002/s5. Product analysis cannot be performed by the manufacturer as the device in question remains implanted in the patient. No alleged malfunction has been reported on the stent. It is unknown when and where the bleeding first occurred. Several attempts have been made to request for additional information on product information and event description, but as of current no additional information has been made available for the manufacturer's review.